Event description:
In december 2006 a doctor informed kerr italia srl that a patient experienced sensitivity from the use of optibond solo plus.

Manufacturer narrative:
The doctor indicated that the use of optibond solo plus on nine different patients caused post operative sensitivity. As a result of the sensitivity the doctor removed and replaced the patients' restorations. There have been no further complications. This MDR is in reference to the second of nine total incidents.